Event description:
Additional information was provided on 02aug2023. The patient was undergoing a transjugular intrahepatic portosystemic puncture of the portal vein to place a shunt to reduce portal vein pressure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b3 date of event additional information: b5, b7, d9 (product received on) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the sheath from a rosch-uchida transjugular liver access set separated. After the sheath was successfully advanced into the portal vein, the stiff wire guide was exchanged. At this time, the hemostatic valve separated from the sheath, exposing the inner wire. The damaged sheath was removed, and a new, like-device was obtained to complete the procedure. No other adverse events were reported due to this occurrence.

Manufacturer narrative:
E1 - customer (person): address line 2: (B)(6). E3 - occupation: agent. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 - annex a investigation ¿ evaluation it was reported that the sheath from a rosch-uchida transjugular liver access set separated during a transjugular portosystemic puncture of the portal vein. After the sheath was successfully advanced into the portal vein, the stiff wire guide was exchanged. At this time, the hemostatic valve separated from the sheath, exposing the inner wire. The damaged sheath was removed, and a new, like-device was obtained to complete the procedure. No other adverse events were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one device in a used and damaged condition. Upon visual examination, it was noted that the sheath of the check-flo pulled free from the hub, and the inner coil was exposed and protruding from proximal end. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR showed no related nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. The information provided upon review of the device master record, instructions for use, and device history record suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: instructions for use: step 13. Following completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. There are 100% inspection activities in place to identify this failure prior to distribution. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.